Event description:
It was reported that during follow-up, an x-ray revealed the ventricular lead fractured. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.